Event description:
As reported by the field clinical specialist (fcs), less than one-month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the patient presented to the dermatology clinic for evaluation of new onset painful retiform purpura on the left leg extending down to the plantar aspect of his foot. It looked non-inflammatory, and they that it started about 2-3 weeks after his tavr and acutely worsened prompting him to go to the ed and then present to derm clinic the next day. The lesion was biopsied to rule out common causes of retiform purpura (auto immune, infectious, inflammatory, coagulopathy) and the pathology returned as thrombi associated with foreign body emboli consistent with procedure related foreign body embolism. After reviewing the medical records provided, the patient underwent a successful transcatheter aortic valve replacement (tavr) with a 26mm s3u valve via left transfemoral approach due to a right iliac artery focal dissection. The procedure was complication-free, with no issues during the insertion of the 14fr edwards esheath, the 26mm commander delivery system, or the valve deployment. Post-deployment echocardiogram showed no pericardial effusion, significant paravalvular leak, or aortic insufficiency. Hemodynamics were stable, and angiography confirmed intact aortoiliac flow without vascular injury. Hemostasis was achieved using perclose prostyle devices and manual compression. Approximately 2-3 weeks post-tavr, the patient developed painful retiform purpura on the left leg, which worsened acutely, leading to an ed visit and subsequent dermatology consultation. Biopsy of the lesion revealed foreign material and thrombus within dermal blood vessels, indicating a procedure-related foreign material embolism.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ IFU was reviewed. Warnings include, 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions note, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/ sapien 3 ultra resilia thv in tortuous/challenging vessel anatomies'. 'Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for system components separate during use was confirmed empirically through the provided pathology report. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the manufacturing mitigations, device history, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'less than one-month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the patient presented to the dermatology clinic for evaluation of new onset painful retiform purpura on the left leg extending down to the plantar aspect of his foot. It looked non-inflammatory, and they that it started about 2-3 weeks after his tavr and acutely worsened prompting him to go to the ed and then present to derm clinic the next day. The lesion was biopsied to rule out common causes of retiform purpura (auto immune, infectious, inflammatory, coagulopathy) and the pathology returned as thrombi associated with foreign body emboli consistent with procedure related foreign body embolism.' Based on the information provided, it is possible that the emboli was associated with a component from the esheath+. However, as the separated material was not retrieved and sheath not returned, it is not possible to be determined the source of the separated material or if the separated material originated from an edwards or non-edwards device. Furthermore, additionally received information states that there was 'no damage to any devices after being withdrawn'. As such, due to limited information provided, it is not possible to determine if the 'foreign body emboli consistent with procedure related foreign body embolism' was a confirmed separation of a component of the esheath+. Therefore, a definitive root cause is unable to be determined at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), less than one-month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the patient presented to the dermatology clinic for evaluation of new onset painful retiform purpura on the left leg extending down to the plantar aspect of his foot. It looked non-inflammatory, and they that it started about 2-3 weeks after his tavr and acutely worsened prompting him to go to the emergency department and then present to derm clinic the next day. The lesion was biopsied to rule out common causes of retiform purpura (auto immune, infectious, inflammatory, coagulopathy) and the pathology returned as thrombi associated with foreign body emboli consistent with procedure related foreign body embolism.